Event description:
The reporter indicated the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens, +02.50/+5.5/090 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2022. The lens was reported as lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2022 but the problem was not resolved. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5 - lens was exchanged on (B)(6) 2023 with a different diopter lens and problem was resolved. Reportedly, "all is fine, patient is happy." Claim# (B)(4).